Event description:
Mild dysarthria, dysmetria of left hand and potential ataxia (gait disturbance) following tremor dominant parkinson's disease treatment.

Manufacturer narrative:
This complaint includes known side effects for tremor dominant parkinson's disease treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.